Event description:
The customer was experiencing hypoglycemic symptoms; she was not responsive, not herself, and was trying to use her insulin pump as a phone. The emts were called and tested the customer's blood glucose with their meter. The reading was 38mg/dl. She was given glucagon gel. Fifteen minutes later, they retested her and the reading was 58mg/dl. Her contour next link read 124mg/dl. Further information regarding the incident was not provided. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. Customer strips were depleted and bottle discarded. The meter had been replaced at an earlier date for a different reason.